Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 7 months of support, the pt presented with hematuria, ectopy, power spikes and increasing lactate dehydrogenase (ldh) levels. The pt's creatinine levels reportedly began to rise and as a result the hospital made a decision to exchange the pump with another lvad. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.